Event description:
During a lap hysterectomy the non active pad came off the device. The pad was retrieved through the trocar; there was no consequence to the pt. The procedure was completed with a second device.